Event description:
It was reported the balloon detached from the shaft and remained in the pt after having been inflated to five atms. The pt underwent surgical retrieval of the balloon. To date, attempts to obtain further details regarding the type of procedure and pt condition, as well as the circumstances surrounding this event, have been unsuccessful. Should further details become available, a supplement will be forwarded under 1219544-1996-00154. The international preliminary evaluation revealed the balloon material had detached from the catheter shaft and was not returned for eval. Glue was noted on the tip and shaft. Should further findings become available, a supplement will be forwarded under 1219544-1996-00154. Without further deatils, co is unable to determine the cause for this event.